Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set had damaged sterile packaging. The damaged packaging was observed at the customer warehouse prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11 h11: the actual sample and ten retained sample was received for evaluation. Visual inspection was performed on the actual sample which confirmed the reported issue. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The cause was related to shipping/distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.